Event description:
The recipient reportedly experienced an in-situ failure in the past and decided to pursue revision surgery. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, a detached braze from the ceramic case was revealed, as well as bio material, which are consistent with the trauma reported. The photographic imaging inspection revealed a broken magnet, dislodged resistors, and disturbed bond wires which are consistent with the trauma reported. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical test from being performed. The failure of the implantable cochlear stimulator (ics) device was attributed to a severely fractured case. Detached cases are typically associated with impacts sustained over the implant location, which is consistent with the trauma reported. This older device configuration is no longer manufactured. This is the final report.